Event description:
Serious injury [injury nos]. Case narrative: initial information received on 10-mar-2021 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5099134 via patient. This case involves adult patient who experienced serious injury, while he/she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received treatment with hylan g-f 20, sodium hyaluronate via intra-articular route (dose, frequency, formulation and batch number unknown) for unknown indication. On (B)(6) 2021, after unknown latency, patient had serious injury (injury). This event was reported as serious (medically significant). Action taken: not applicable. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 10-mar-2021 for product. Batch number; unknown. Device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation complete date: 22-mar-2021. Additional information was received on 22-mar-2021 from healthcare professional. Global ptc results and number added. Text was amended accordingly. Based on information previously received on 22-mar-2021, (B)(4).